Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test due to blank display. Unit had stripped battery cap coin slot (p), cracked battery tube threads. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery compartment and battery cap was broken off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.